Event description:
It was reported that during the case, the targeting arm did not align correctly and the screw missed the hole, the surgeon tried again and the screw hit the nail. The surgeon eventually got the screw in the hole. The surgeon used the strike plate, but it was a difficult case with a lot of hammering and back slapping, I did not always have a clear view to see if they hit the targeting device.

Manufacturer narrative:
Additional info has been requested and if received, will be reported on a supplemental report.